Event description:
It was reported that the 34 in ats cylindrical cuff had a hole and had an air leak. The surgeon did not use that cuff. There was no pt harm or delay reported, and the procedure was completed with an alternate device.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.